Event description:
Customer reported received results of 422 mg/dl and 196 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was stent.